Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a reaction to the implant at tooth location #6. The doctor removed the implant, grafted the site and will be placing another implant.

Event description:
Additional information was received, updating the reported item number. This event was initially reported under MFR report number 0002023141-2023-01281, however based on the corrected item number, this event should be reported under a different manufacturing site. A new complaint was opened to correct the reported item number under the right manufacturing site. This supplemental is being reported as a retraction statement and the event reported under MFR report number 0002023141-2023-01281 will be voided. All details and information associated with this event has been documented and processed under (B)(4) and the medwatch report submitted under MFR report number 0001038806-2023-02199. .

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. This supplemental is being reported as a retraction statement and the event reported under MFR report number 0002023141-2023-01281 will be voided. All details and information associated with this event has been documented and processed under (B)(4) and the medwatch report submitted under MFR report number 0001038806-2023-02199. No additional reports will be submitted under MFR report number 0002023141-2023-01281.